Event description:
This report summarizes 18 malfunction events, where it was reported the fowler was stuck in a raised position or the cot height could not be adjusted. There was no patient involvement.

Manufacturer narrative:
1 of the remaining device was evaluated and the investigation was concluded; the reported issue was confirmed. The device was repaired and returned to use. The other remaining device was also evaluated and the investigation was concluded; it was determined that the device could still be moved up and down manually and was experiencing no malfunction that would prevent movement of the device. B5 has been updated to include one fewer event of devices experiencing the reported issue.

Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program.   17 devices were evaluated in the field and the issue was confirmed; 12 devices had broken/damaged components, 3 devices had bent components, 1 device had a worn component, 1 device had a corroded component, and 1 device had a misaligned component.  The devices were repaired and returned. 2 devices are pending evaluation.   There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 19 malfunction events, where it was reported the fowler was stuck in a raised position or the cot height could not be adjusted. There was no patient involvement.